Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 3 months (calculated from the date when the system controller was issued to the patient). Device evaluation: visual inspection of the returned system controller identified a kink in the white power cable and some residue in the bulkhead connector. The data downloaded from the system controller was reviewed and contained low flow hazard, pump stops, driveline fault and backup battery fault alarms. The recorded data showed that the pump was stopped throughout the log file. When connected to a mock circulatory loop in the laboratory, the system controller would not start the test pump and a driveline disconnected message was observed. Examination of the internal components of the system controller found several areas of corrosion including on the circuitry that is responsible for starting/operating the pump. The corrosion appeared to be related to some sort of fluid ingress. A root cause for the observed fluid ingress, corrosion, and other reported events were unable to be identified through this analysis. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
During the evaluation of the returned system controller, visual inspection of the returned system controller identified a kink in the white power cable and some residue in the bulkhead connector. The data downloaded from the system controller was reviewed and contained low flow hazard, pump stops, driveline fault and backup battery fault alarms.